Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 6mm to occlude the vessel. The physician pre-dilated the vessel and decided to use a stent. The physician inserted a crossail ptca balloon and inflated that. The physician deflated the crossail ptca balloon and noticed that the occlusion balloon was also deflated. The physician inserted the aspiration catheter and aspirated the vessel and was able to aspirate particulate. The physicain removed the device and completed the case without protection. The pt is reported to be fine.